Manufacturer narrative:
The customer attempted the same scope that was used on a different tower, and it worked as normal. The connector port on the computer was dirty with white residue. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty patient board set. In addition, a worn-out socket was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a faulty patient board set. As to the cause of the defect, the device might have been affected because it was manufactured before the circuit design change of the operational amplifier of circuit board was changed. It was also possible that an image was not displayed because connection with the video connector failed. Olympus will continue to monitor field performance for this device.